Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ during a supply change, followed by alerts consistent with a high glucose event and a consecutive motor stall, which resulted in failure to infuse until the user removed all supplies, performed a dry run, and replaced the cartridge, connector, and infusion set, after which delivery resumed and glucose stabilized. Symptoms included hyperglycemia with a reported highest glucose of 385 mg/dl and dry mouth with labored breathing. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device motor stall consistent with a failure to infuse, with the motor identified as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.